Event description:
It was reported that the patient experienced a difficulty charging the implantable pulse generator (ipg). The patient underwent an ipg and lead replacement procedure.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. D2b: lgw - qrb. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 13736125 / 14060321, UDI: (B)(4).

Event description:
It was reported that the patient experienced a difficulty charging the implantable pulse generator (ipg). The patient underwent an ipg and lead replacement procedure.

Manufacturer narrative:
Sc-1110-02 (sn (B)(6)) / sc-2218-50 (sn (B)(6)).investigation results, media review, device analysis:the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, response was not received.device history record:it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event.investigation conclusion:based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.